Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the lead exhibited high thresholds and undersensing. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event